Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a failed circuit board. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box was reviewed and found evidence of short battery life. The pump current draws were found to be above specifications. The pump was opened and the printed circuit board was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).